Event description:
It was reported that the user attempted to apply an inset infusion set but deployed it incorrectly by not removing the needle guard and adhesive, resulting in the infusion set not attaching correctly to the body and no alerts or alarms occurring. No adverse clinical effects reported. Outcomes included replacement supplies being shipped. Investigation included a review of the device use error and complaint details. Investigation of this case revealed user error related to infusion set deployment. It was concluded that the event was attributable to use error, with no device malfunction identified and no clinical harm reported.